Event description:
It was reported that the patient developed an infection at the ipg incision site. Symptoms of redness, drainage at the site and tenderness from pressure while charging were noted. It was also noted that a scab at the pocket incision site was pulled off while removing a pair of pants to change clothes and this resulted in drainage at the incision site. The patient had increased drainage in the incision site and decided to go to the emergency room (ER). The patient was treated with oral antibiotics and a topical antibiotic cleaning cream. The patients incision was healing and status was improving. Additional information was received that the infection was not device related and it was unknown what caused it. No culture was taken. The patient was well healed and was doing well.

Manufacturer narrative:
Exact date unknown, event occurred a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient developed an infection at the ipg incision site. Symptoms of redness, drainage at the site and tenderness from pressure while charging were noted. It was also noted that a scab at the pocket incision site was pulled off while removing a pair of pants to change clothes and this resulted in drainage at the incision site. The patient had increased drainage in the incision site and decided to go to the emergency room (ER). The patient was treated with oral antibiotics and a topical antibiotic cleaning cream. The patients incision was healing and status was improving.